Manufacturer narrative:
Product complaint # (B)(4). Additional information received: this complaint is from a literature source. The following literature cite has been reviewed: nosiglia a, cambi j, boccuzzi s, pancrazzi t, ciabatti pg. Comparative analysis of pharyngeal closure techniques in total laryngectomy for squamous cell carcinoma: traditional 3-layered manual suture vs. Echelontm automatic stapler. A multicentric experience. Operative techniques in otolaryngology-head and neck surgery. 2025 mar; doi:10.1016/j.otot.2025.03.001. This retrospective study compared outcomes and complications following total laryngectomy (tl) in patients who received manual or mechanical (echelon¿ automatic stapler) suturing for pharyngeal closure. Between november 2013 and december 2023, a total of 70 patients with endolaryngeal or anterior extralaryngeal extension squamous cell carcinoma undergoing primary tl were analyzed across two tertiary centers in italy. Two groups were selected, the first of 34 patients with a traditional manual pharynx closure (t-type technique) and the second of 36 patients with a pharynx stapler mechanical-assisted closure (echelontm system). Reported complications are: echelon¿ automatic stapler (ees). N=2 pharyngocutaneous fistula (pcf) incidence. Treatment not reported. In conclusion, hand closure continues to be the most used technique in head and neck units, but the stapler technique in selected patients could turn this around due to its reduced time of surgery, less incidence of pcf, and shorter hospital stay, standardizing the pharyngeal closure procedure. The following events cannot be ruled out as complaints: patient information: (B)(6). N=2 pharyngocutaneous fistula (pcf) incidence. Treatment not reported.

Manufacturer narrative:
(B)(4). Date sent: 4/15/2026. Corrected data: d4.

Event description:
This complaint is from a literature source. The following literature cite has been reviewed: nosiglia a, cambi j, boccuzzi s, pancrazzi t, ciabatti pg. Comparative analysis of pharyngeal closure techniques in total laryngectomy for squamous cell carcinoma: traditional 3-layered manual suture vs. Echelontm automatic stapler. A multicentric experience. Operative techniques in otolaryngology-head and neck surgery. 2025 mar; doi:10.1016/j.otot.2025.03.001. This retrospective study compared outcomes and complications following total laryngectomy (tl) in patients who received manual or mechanical (echelon¿ automatic stapler) suturing for pharyngeal closure. Seventy (n=70) patients with endolaryngeal or anterior extralaryngeal extension squamous cell carcinoma undergoing primary tl were analyzed across two tertiary centers in italy. Reported complications are echelon¿ automatic stapler (ees) pharyngocutaneous fistula (pcf) incidence (n=?) Treatment not reported. In conclusion, these findings suggest that mechanical stapler closure post-tl may offer advantages in selected cases, demonstrating decreased pcf rates, shorter hospital stays, and reduced operative times. Beyond statistical significance, these results have important clinical implications, potentially improving patient recovery and optimizing surgical resource allocation.

Manufacturer narrative:
(B)(4). Date sent: 4/21/2025 d4: batch # unk b3: exact event date unk, entered 1/1/2025 as only the year was provided. D4: UDI: the expiration date is currently not available. Therefore, the full UDI is currently not available. D4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. This report is related to a journal article; therefore, no product will be returned for analysis and the batch history records cannot be reviewed as the lot/batch number has not been provided. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Does the author/surgeon believe that the ethicon devices mentioned in this article caused/contributed to the reported events in the article? This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.